Event description:
During console check, the thermogard ivtm system (sn (B)(6)) generated an "air trap" warning alarm. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of the thermogard ivtm system (sn (B)(6)) generated an "air trap warning" alarm was not confirmed during the review of the event logs and during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Upon visual inspection, unrelated to the reported complaint, noted a broken pump lid. The root cause of the observed physical damage is likely attributed to normal wear and tear. The thermogard xp ivtm system was manufactured in 2011, well past beyond its service life of 5 years. The damaged pump lid was replaced to address the observed physical damage. The event log review indicated one tcmid:05 (coolant diff failure) error message, unrelated to the reported complaint. The delta lm34a/b read high to prompt tcmid:05 error. As a precautionary, the contacts of the lm 34 a/b on the pic16 board were cleaned to address tcmid:05 error found in the event log. The thermogard xp ivtm system passed functional testing with no issues. The customer's reported "air trap" alarm or the tcmid:05 error that was observed in the event log was not be reproduced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.